Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents spring tip damaged. All the outer diameter and guide wire overall length were taken and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in a saphenous vein graft (svg). A 3drc 6f non bsc guide catheter was advanced to the lesion. A choice¿ guide wire was selected and advanced to the lesion. During the procedure, it was noted that the distal tip of the wire was fractured and a portion of the device remained in the patient's vein graft. They stented across the fractured tip with two promus premier stents to tack up the wire into the vein graft body. The tip of the wire was not removed. The procedure was completed with a non-bsc guide wire and everything went well. No further patient complications were reported and the patient¿s status was fine.

Event description:
It was reported that tip detachment occurred. The target lesion was located in a saphenous vein graft (svg). A 3drc 6f non bsc guide catheter was advanced to the lesion. A choice¿ guide wire was selected and advanced to the lesion. During the procedure, it was noted that the distal tip of the wire was fractured and a portion of the device remained in the patient's vein graft. They stented across the fractured tip with two promus premier stents to tack up the wire into the vein graft body. The tip of the wire was not removed. The procedure was completed with a non-bsc guide wire and everything went well. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).